Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was emitting a constant tone and interrogation indicated that the ICD was in a fallback mode. The ICD was explanted and replaced with a new device.